Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that a few weeks before phone call, customer went into diabetic ketoacidosis. It was reported that there were skipped dates in history file. Territory manager inquired on cause. It was advised that troubleshooting could not be performed since customer was not available with insulin pump in order to troubleshoot. Customer would call back.